Event description:
Caller reported an issue with the time settings on their pump being incorrect, but they did not know the reason behind the discrepancy that exceeded five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the problem reoccurs, which the caller understood and acknowledged.